Event description:
It was noted that a reset occurred due to 'watchdog' and the pump was in safe state. The healthcare provider was noted to have been updating the pump at that time. No symptoms were reported. The medication used within the system was compounded gablofen. The cause of the event was unknown. The patient was reprogrammed. There were no symptoms associated with the event, and no injury occurred. No patient hospitalization was required.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).